Manufacturer narrative:
Date of event: unknown, not provided; best estimate time is between (B)(6) 2018 to (B)(6) 2018. (B)(4). Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct225 21.5 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2018. The lens was later explanted on (B)(6) 2018 and replaced with a non-johnson and johnson lens, due to mechanical complication (over corrected). At explant the incision was enlarged, but no injury to the patient. Customer also indicated that the lens will not be returned. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.